Event description:
Device report from (B)(6) reported the following: guide wire broke intraoperatively, the broken guide wire tip remains in the scaphoid of the patient.

Manufacturer narrative:
MFR cannot be determined without a log number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.